Event description:
The user facility reported when unloading the sterilizer after a completed cycle, two instrument packs evidenced spotting and moisture on the outside of them. The two packs with the spotting were reprocessed separately and the remainder of the load was released. Two of the packs were used during two surgical procedures with no issues noted; a third pack was opened later that day and was found to have wetness inside and that procedure was cancelled. No injuries were reported to patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found it to be operating properly. The user facility also completed a performance test on the sterilizer and no issues were noted. The technician identified that user facility personnel were not following their internal procedures by releasing part of the questioned load. The entire load should have been quarantined and re-processed prior use according to their policy. The technician tested the unit for proper operation and the unit has had five loads run after the reported event without staining or wetness. The unit is under steris service contract and the last preventive maintenance visit was completed on (B)(6) 2012. The user facility was not cleaning the sterilizer chamber which may result in residue and debris accumulation on loaded items. The user facility confirmed they have since implemented monthly cleaning.